Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs)(B)(4) alleging his onetouch veriopro meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 3x daily and his results are usually around ¿130 mg/dl to 180 mg/dl.¿ the patient manages his diabetes with humalog insulin (10 units in the morning/ 19 units lunchtime/ 20-21 units in the evening) and lantus insulin (23 units in the evening). The alleged issue began about 3 months prior to contacting lfs. The patient reported blood glucose results of ¿240 mg/dl¿ with the subject meter and ¿150 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reportedly increased his usual dose of humalog insulin (from 19 units to 24 units) based on the alleged high result. About an hour later, the patient claimed he felt low blood glucose symptoms of cold sweat, tremor, dizziness and ¿fear to die.¿ the patient treated self with a total of 4 ¿sachets of sugar¿ and felt better after. At the time of his reported symptoms, the patient retested and reportedly obtained a blood glucose result of ¿40 mg/dl¿ with the subject meter. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. This complaint is being reported because the patient claimed he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.